Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were received and reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: hip revision. Original surgery was performed on (B)(6) 2008. Revision surgery was performed on (B)(6) 2014 by the same surgeon and at the same hospital. Reason for revision: the liner had come out of the cup. Surgeon had made comment that this is a product failure. Revision notes, letter from the revision surgeon to patient's gp and implant retrieval report are provided. Patient initials, gender and dob are provided. No further information available.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.